Manufacturer narrative:
Catheter.

Event description:
The patient experienced withdrawal; the symptom was reported to be acute pain in back. In 2009, an x-ray and catheter dye study were done and revealed "catheter displaced; lateral recessed". A pump rotor study was also done the same day and revealed "rotor slow/sluggish". The physician felt that the pump rotor was stalled and the catheter was kinked. Surgery was planned to revise the pump and catheter. The patient outcome was reported as "no injury". The medication being delivered via the device system was dilaudid.